Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "a small hole was discovered".

Event description:
Healthcare professional reported "poor expansion of the left tissue expander. Due to suspected equipment malfunction, an exchange surgery for the left tissue expander was performed on the same day. Upon examining the removed tissue expander, a small hole was discovered." Device has been explanted